Event description:
It was reported that the in-use right atrial (ra) and right ventricular (rv) leads were exhibiting noise and cracked insulation was observed at the replacement procedure. It was also reported that a previously abandoned ra and rv lead were severely damaged prior to removal at the replacement procedure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. The proximal conductor of the lead became extrinsically fractured due to a cut. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: addr03 ipg, implanted (B)(6) 2010; 401258, implant date unknown; 451253 lead, implant date unknown. (B)(4).